Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time (rrt) occurred on (B)(6) 2013 with rrt less than or equal to 2.62 volts.

Event description:
It was reported the device reached elective replacement indicator status earlier than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.